Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligature procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure, the bands were stuck together. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 12, 2024: it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the handle had marks of the trip wire indicating that it was secured. Also, the returned suture was in good condition. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator housing was not returned and only the handle assembly was returned for analysis. Upon analysis of the returned component, the handle had marks of the trip wire indicating that it was secured, and the returned suture was in good condition. It is possible that procedural factors such as the physician's technique used during the procedure or the way the device was handled when trying to deploy the bands with the handle could have caused or contributed to the reported event; however, based on the limited information available and without returned ligator housing analysis, therefore, the most probable root cause of this complaint is cause not established.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional infromation): block a (age at time of event), block a2 (weight), block b5, section e (initial reporter address 1 and 2, initial reporter city, initial reporter zip/post code), and block h11 have been updated based on the additional information received on october 12, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligature procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure, the bands were stuck together. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 12, 2024: it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligature procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure, the bands were stuck together. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.